Event description:
It was reported that the patient experienced difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred couple of months ago from the date the manufacturer was made aware.